Event description:
It was reported that the tip of the large needle driver instrument broke off and nothing fell into pt . No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint could not be confirmed. Engineering could find no visible issues with the instrument having broken/missing components at the wrist. All of the wrist components are intact and undamaged. Engineering observed that the distal end of the main tube has deep scratches and a 2" long section with material removed. The tube abrasions are parallel to the longitudinal axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by a combination of cannula accessory and instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress than can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.